Manufacturer narrative:
(B)(4). Date of event estimated. Device code (B)(4) - failure to follow steps/instructions. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device is filed under a separate medwatch report number. Literature attachment: harold l. Dauerman, md, et al, vascular closure devices the second decade, journal of the american college of cardiology, vol. 50, no. 17, 2007. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. (B)(4).

Event description:
It was reported through an article identifying proglide and starclose devices that may be related to the following: closure failure; infections ; femoral artery compromise; arterial laceration ; uncontrolled bleeding ; pseudoaneurysm ; atrioventricular fistula; device embolism; limb ischemia; specific patient information is documented as unknown. Details are listed in the attached article titled "vascular closure devices the second decade".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the starclose instructions for use, states: indicated for the percutaneous closure of common femoral artery access sites. Do not use the starclose vascular closure system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. A conclusive cause for the reported patient effects of embolism, fistula, hemorrhage, infection, ischemia, perforation, tissue damage, pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.